Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, it was difficult to connect the disposable handpiece to the drive coupler. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.